Event description:
The following was reported to davol by the pt's attorney: (B)(6) 1999 - the pt was implanted with an unknown davol fat mesh during a pelvic procedure; (B)(6) 2011 - the pt was implanted with a non-davol mesh during an unk pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be made. If additional event and/or eval info is obtained, a f/u MDR will be submitted.